Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00043, since there is more than one device implicated.

Event description:
(B)(4) this solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) asian female patient. Medical history included coronary heart disease, unspecified multiple plaques, thyroid gland hyperplasia operation, cerebral infarction and a meniscus injury. Concomitant medications included metformin, acarbose, saxagliptin hydrochloride and an unspecified chinese medicine; all for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) through a cartridge via an unspecified reusable lilly pen 20 iu each morning and 22 iu each night, subcutaneously for the treatment of diabetes mellitus beginning in 2006. On an unspecified date her unspecified lilly pen had a breakdown (unspecified) and could not be continued ((B)(4)/lot unknown). It was replaced with a new humapen ergo ii in 2010. Also, on an unspecified dates she started to be hospitalized two or three times every year in order to regulate her blood glucose (no results, baseline results or reference values were provided). During hospitalization her blood glucose was high (no results, baseline results or reference values were provided) and her physician suggested her to take insulin lispro and an unspecified long-acting insulin; however, she continued with human insulin 30/70 after the discharge. It was unclear which pen was used during the hospitalizations. In (B)(6) 2015 she was hospitalized again for the control of her blood glucose (no results, baseline results or reference values were provided) and also for a thyroid gland hyperplasia operation (it was unclear if the thyroid gland hyperplasia worsened). In the beginning of (B)(6) 2015 she was discharged. As of (B)(6) 2016, her endocrine value had been of 30 (no units, baseline results or reference values were provided) which was reportedly much lower than normal people. Information regarding further corrective treatments and outcome of the events were not provided. On (B)(6) 2016, the dose knob on her humapen ergo ii, that had been in use for approximately six years, would glide down automatically, and did not make the clicking sound ((B)(4)/lot 1102d02). Human insulin 30/70 was continued. The user of the suspect pens and his/her training status was not provided. The suspect pen model duration of use was not provided but started since 2006 and 2010. The reported suspect pens durations of use were not provided. If suspect pens were returned, evaluation would be performed. The reporting consumer did not know if the events were related to insulin 30/70 or the suspect pens. Update 25feb2016: upon review, the case was opened to add the (B)(4)/lot unknown and (B)(4)/lot 1102d02; the humapen unknown body type associated with (B)(4) was updated to a humapen ergo ii base on a verifiable lot number; the medwatch and european and canadian required device reporting elements were added for regulatory reporting; and the narrative was updated.

Manufacturer narrative:
New update and corrected information is referenced within the update statements. Evaluation summary a female patient reported that the dose knob on her humapen ergo ii device, which had been in use for approximately six years, "would glide down automatically and did not make the clicking sound." She experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured february 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to device not working. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. The humapen ergo ii user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of abnormal blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history included coronary heart disease, unspecified multiple plaques, thyroid gland hyperplasia operation, cerebral infarction and a meniscus injury. Concomitant medications included metformin, acarbose, saxagliptin hydrochloride and an unspecified chinese medicine; all for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) through a cartridge via an unspecified reusable lilly pen 20 iu each morning and 22 iu each night, subcutaneously for the treatment of diabetes mellitus beginning in 2006. On an unspecified date her unspecified lilly pen had a breakdown (unspecified) and could not be continued ((B)(4)/lot unknown). It was replaced with a new humapen ergo ii in 2010. Also, on an unspecified dates she started to be hospitalized two or three times every year in order to regulate her blood glucose (no results, baseline results or reference values were provided). During hospitalization her blood glucose was high (no results, baseline results or reference values were provided) and her physician suggested her to take insulin lispro and an unspecified long-acting insulin; however, she continued with human insulin 30/70 after the discharge. It was unclear which pen was used during the hospitalizations. In (B)(6) 2015 she was hospitalized again for the control of her blood glucose (no results, baseline results or reference values were provided) and also for a thyroid gland hyperplasia operation (it was unclear if the thyroid gland hyperplasia worsened). In the beginning of (B)(6) 2015 she was discharged. As of (B)(6) 2016, her endocrine value had been of 30 (no units, baseline results or reference values were provided) which was reportedly much lower than normal people. Information regarding further corrective treatments and outcome of the events were not provided. On (B)(6) 2016, the dose knob on her humapen ergo ii, that had been in use for approximately six years, would glide down automatically, and did not make the clicking sound ((B)(4)/lot 1102d02). Human insulin 30/70 was continued. The user of the suspect pens and his/her training status was not provided. The suspect pen model duration of use was not provided but started since 2006 and 2010. The reported suspect pens durations of use were not provided. As of 21mar2016 no return of the devices. The reporting consumer did not know if the events were related to insulin 30/70 or the suspect pens. Update 25feb2016: upon review, the case was opened to add the product complaint numbers of (B)(4)/lot unknown and (B)(4)/lot 1102d02; the humapen unknown body type associated with complaint (B)(4) was updated to a humapen ergo ii base on a verifiable lot number; the medwatch and european and canadian required device reporting elements were added for regulatory reporting; and the narrative was updated. Edit 17-mar-2016: additional information received on 15-feb-2016 from the affiliate. Updated case with product complaint reference number. No new adverse event information was received. Update 21mar2016. Additional information received 18mar2016 from the product complaint safety database. To both device tabs updated the device specific safety summaries (dsss), updated the european and canadian (EU/ca) device information, and the narrative was updated accordingly.